Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guidewire passed through the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.